Manufacturer narrative:
Concomitant medical products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
A patient who had an implanted neurostimulator (ins) for other non-malignant pain reported on 2016-01-21 via company representative (rep) that there was a change in therapy with unknown cause. They were going in for a revision due to poor coverage, loss of stimulation, and impedances greater than 10,000 ohms on all contacts. The battery voltage was specified to be 3.915, and it was noted that the patient was good about recharging. There were no related trauma or falls reported. They did not know what would be performed during the revision because they didn't know if the lead or extension was causing the issue. It was noted that the patient had knee replacement and bladder surgery recently, but it was not stated that these surgeries had been related to the device or therapy. The patient had first contacted the rep "around (B)(6) or so", and they had decided approximately a month prior to do a revision. Additional information was received from the rep stating that the revision went well, and the lead had been replaced. The lead was be ing returned for analysis. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Analysis of the lead (serial # (B)(4)) found that the stimulation lead body conductor was broken and the anchor site was un known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.